Manufacturer narrative:
The reported event of p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited low sensing amplitude variation. The atrial lead was not used and changed during the procedure. The patient was stable throughout.